Event description:
It was reported that the customer experienced a blood glucose (bg) level of 504-505 mg/dl with high ketone levels resulting in diabetic ketoacidosis; cause was due to an occlusion and an o-ring on the pneumatic tap resulting in customer's inability to perform a cartridge change to resume insulin delivery. The customer was able to remove the o-ring from the pump and successfully loaded the new cartridge. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.